Manufacturer narrative:
The device was evaluated by olympus. The device evaluation found a e224(scope communication error) was due to a defective cable the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility returned an asset 4k camera head to olympus to the service center. The user facility did not report a malfunction with the device. Upon inspection and testing of the returned unit, a e224(scope communication error) displayed when plugged in was due to a defective cable. There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see corrections to b3, e1, and h8, as this information was inadvertently left out of the initial medwatch report. Additionally, please see updates to d8, h4, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the scope communication error (e224) was due to a cable failure. The root cause of the cable failure was unable to be identified. Olympus will continue to monitor field performance for this device.